Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported when the doctor was pulling the angio-seal device back to deploy, it seemed as though the suture, collagen and the carrier tube got stuck. The doctor used his fingers to release it before gently pulling the device any further. The patient had no harm or blood loss, and there were no clinical consequences, the patient was treated as intended. Additional information was received on april 20, 2018. The angio-seal device was used to achieve hemostasis. A coronary angiogram was the initial procedure being performed. A pre-deployment angiogram was performed. There were no other equipment or devices used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. Results: 180 mechanical problem- based off the evaluation of the provided video. (B)(4). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A video was provided for evaluation and was reviewed. It was concluded that the squeaky screeching noise in the video was due to negative force on the tamper tube which stressed the drive gear mechanism thus leading to application of more pulling force to complete the tamping sequence. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.